Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces.no button error alarm during testing. Pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker noted.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the esc and act buttons were unresponsive. Customer's blood glucose level at the time 170 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.